Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump delivered "15 units of insulin on its own." Tandem technical support reviewed the bolus history with the customer and found it was a "standard bolus" and not an automatic bolus. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.